Event description:
As reported by the affiliate, the angioguard's delivery and the precise stent placement were successful. After the post-dilatation with an unknown balloon of 6mm in diameter at 7 atm, the patient's blood flow was slow. He developed a stroke with symptoms of paralysis (side unknown) and aphasia. He was given edaravone and a few hours later, the symptoms improved a lot. However, it is not known if the patient fully recovered. However, he remained hospitalized and was carefully being monitored. According to the physician, it was more likely that micro size of soft plaque might had gone through the pore of the filter basket and led the patient to a stroke.

Manufacturer narrative:
Pta was being performed on an 81% lesion in the left internal carotid artery of 14mm in length in a 2.0mm vessel diameter. There was no calcification or vessel tortuousity. The lesion was not pre-dilated. The angioguard was successfully deployed and retrieved without any malfunction. There was debris found in the basket after removal. The precise stent was deployed at the target site without any malfunction. There was no difficulty accessing the lesion with a guidewire and the product properly inspected and prepped prior to insertion. During a carotid stenting procedure, a patient experienced a stroke during post-dilatation of a carotid stent. Past medical history that increased the patient's risk for mace included hypertension, diabetes and he has a history of cardiac infarction and percutaneous coronary intervention in the past. The target vessel was the left internal carotid artery. The lesion was 14mm in length in a 2mm reference vessel diameter with 81% stenosis. An angioguard protection device was successfully implanted. The lesion was not pre-dilated before the implantation of a precise stent. The stent was post-dilated with an unknown balloon and the vessel's flow diminished. The patient developed paralysis and aphasia, and was diagnosed with a stroke. Medical treatment was administered and the symptoms eventually improved. Act was maintained above 300 during the procedure. No abnormalities were noted during inspection and preparation of the products. The reporter confirmed that the angioguard's filter basket had good wall apposition when positioned distal to the vessel and there were no difficulties encountered retrieving the device. Debris was noted upon its removal. Patient's recovery is ongoing. The device is not available for testing and evaluation. The device history record (DHR) review was conducted and the product met quality requirements for product acceptance. According to the physician, it was more likely that micro size of soft plaque might had gone through the pore of the filter basket and lead the patient to a stroke. The report confirmed that the angioguard protection device was well apposed to the wall. Ischemic stroke and associated symptoms are known potential risks associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally appose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process) when the balloon is deflated there is a sudden rush of blood (reperfusion) into the cerebral arteries. This act, inherent to the procedure and patient factors may have contributed to the reported event. There is no evidence to suggest that the event was related to the design or manufacturing process of the device. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-02740.